Event description:
Treatment of a large unruptured saccular aneurysm measuring 17.5mm x 10mm in the cavernous segment of the left ica (internal carotid artery). During the procedure, it was reported that the patient had spasm that was resolved with verapamil. A pipeline was implanted; however, the device needed balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use, u.s.).no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).